Event description:
The customer reported being hospitalized due to high blood glucose of 936mg/dl. The customer stated that the insulin pump failed the battery test and got a battery alarm. Troubleshooting could not be performed as customer did not have a spare infusion set or new battery to insert in the insulin pump. The customer was treated with an insulin drip and then released. The customer's recent glucose reading was 105mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.